Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the left ventricular (lv) lead that is plugged into the right ventricular (rv) lead port triggered a lead integrity alert (lia) due to sensing integrity counter (sic) and high-rate non-sustained episodes. Additionally, it was reported that the lv lead that is plugged into the rv port exhibited high/undefined impedance, low impedance, oversensing, noise, and a small decrease in tip-to-coil impedance measurements overtime. It was also noted that the rv lead plugged into the lv lead port was nicked during a prior procedure and repaired with a chemical adhesive at that time. The rv lead and lv lead remain in use. No patient complications have been reported as a result of this event. It was further reported that the left ventricular (lv) lead that is plugged into the right ventricular (rv) lead port is fractured. The rv lead that is plugged into the lv lead port is fractured. The right atrial (ra) lead is fractured and exhibited high, undefined impedance. The ra lead also did not have reliable sensing and exhibited intermit tent capture. It was also noted that the ra lead exhibited crosstalk and was reprogrammed. No further intervention was taken as the patient is awaiting transplant. The ra lead remains in use.

Manufacturer narrative:
Continuation of d10: 4068-52 lead, implanted (B)(6) 1997. 262-16 crt-p , implanted (B)(6)1997. P1501dr crt-p, implanted (B)(6) 2008. 4968-60 lead, implanted (B)(6) 2011. 4968-60 lead, implanted (B)(6) 2011. 5071-53 lead, implanted (B)(6) 2011. 5071-53 lead, implanted (B)(6)2011. 5071-53 lead, implanted (B)(6) 2011. 6996sq58 lead, implanted (B)(6) 2011. 4968-60 lead, implanted (B)(6) 2014. Dtpa2d1 crt-d, implanted (B)(6) 2024. 5867as adaptor, implanted (B)(6) 2024.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to sensing integrity counter (sic) and high-rate non-sustained episodes. Additionally, it was reported that the rv lead exhibited high/undefined impedance, oversensing, noise, and a small decrease in tip-to-coil impedance measurements overtime. It was also noted that the left ventricular (lv) lead was nicked during a prior procedure and repaired with a chemical adhesive at that time. The rv lead and lv lead remain in use. No patient complications have been reported as a result of this event.